Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 493 mg/dl at the time of the incident. The customer was treated with the insulin pump. The customer declined to troubleshoot for the high blood glucose. The customer stated that the battery cap was damaged. The insulin pump will not be returned for analysis.